Manufacturer narrative:
Examination of the returned instrument confirms the damaged tip. The overall condition of the instrument suggests heavy use as the root cause. Inadvertent use error / mishandling may also have been a factor. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Cup extractor tip is bent. No longer moves up and down and won't grab to remove liner.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.